Manufacturer narrative:
Evaluation completed. See attached failure investigation summary report.

Manufacturer narrative:
Nihon kohden orangemed llc will submit a supplemental report if additional information becomes available.

Event description:
It was reported that while the ventilator was in use, the display screen became frozen with a continuous audible alarm sounding. At the time of the event, the ventilator was not ventilating because the patient was in spontaneous breathing mode. Due to the frozen touchscreen, clinical staff were unable to change parameters on the device. The patient was transferred to another ventilator. No patient harm was reported. The logs confirmed that a critical thread failure occurred.